Event description:
It was reported that the pump has a cracked occlusal seal. The fault was observed during the preventive maintenance. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received. Per visual inspection, bubbled and torn dso seal, damaged battery compartment. Functional test couldn't be fully performed due to a custom security code. Ehl was downloaded and inspected. The pump was tested for flow accuracy and passed. A root cause was not established. Couldn't replicate customer's reported problem as the time of investigation no problem was reported. The dso seal and battery compartment will be replaced and functional testing performed.